Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had gotten error codes but customer cannot remember which one, they would occur after changing batteries. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump had scratches on wear and tear, battery cap grooves were worn, random no delivery alarms which were resolved by rewinding the insulin pump and louder when rewinding. The device will not be returned for analysis.